Event description:
On (B)(6) 2014, the site reportedly encountered issues with the patient side manipulator (psm) arm 2 during a da vinci pulmonary lobectomy procedure. The surgeon informed the reporter that when he was moving the instruments in or out, the movement was not a smooth gliding motion. The surgeon would try to pull towards the tissue, it would not move, and then it would have a jabbing motion; however, the patient did not sustain any injuries. She claimed that the surgical staff checked the psm arms to make sure they were not positioned in a way that would create resistance between the psm's. The surgeon dealt with the psm resistance issue while dissecting tissue; however, when the surgeon was moving closer to vessels approximately 20-30 minutes into the procedure, he decided to convert to open due to the psm arm 2 resistance issue. There were no reported surgical complications or patient injuries.

Manufacturer narrative:
On (B)(6) 2014, the isi field service engineer evaluated the psm arm 2 and did not find any issues; however, the psm arm 2 was replaced due to the customer's reported complaint. The da vinci system was checked and verified to be within isi specifications. On (B)(6) 2014, the psm arm 2 involved with the reported complaint was evaluated by isi failure analysis. The reported issue was not replicated; however, investigation noted that the psm arm 2 failed the brake test. As of (B)(6) 2014, the site has not had any recurring issues with the psm arm 2. There was no report or allegation of patient injury; however, this complaint is being reported because the da vinci surgery was converted to an open surgical procedure after encountering resistance issues with psm arm 2.